Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir tube and infusion set remained in place during testing. However, the insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring and cracked battery tube threads.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 464 mg/dl. The customer was treated with his insulin and manual injections. The customer reported that the reservoir is not staying in the insulin pump and the opening to the reservoir is missing. The customer was advised to discontinue used of the insulin pump and revert to back up plan per health care provider instruction. The customer insulin pump need to be replaced.